Event description:
It was reported that 273 days after implantation of a taxus express2 2.75x16mm drug eluting stent, an instant restenosis occurred. During the initial procedure, the target lesion was located in the ostial segment of the right coronary artery (rca). A 90% pre-intervention stetnosis was reported. The lesion was pre-dilated and a 2.75x16mm taxus stent was deployed in the rca. A post intervention stenosis of 0% was reported. No information concerning the calcification of tortuosity of the treated vessel was reported. The patient received heparin, nitroglycerin, and integrillin during the procedure. The patient was reported to have had no complications. The patient presented 273 days after the initial procedure with ain in-stent restenosis in the 2.75x16mm taxus stent. The lesion was predilated with a cutting balloon and a cypher stent was subsequently deployed in the restenosis region. Post intervention percentage stenosis was not reported. No informaion was reported concerning patient complications.